Manufacturer narrative:
The technician replaced the foot hi/low hydraulic cylinder to repair the stretcher.

Event description:
Info received indicates the foot hi/low hydraulics were drifting down a little after two days.